Event description:
The patient was uncomfortable due to constipation. The baclofen might have caused constipation. Their mother knew that sometimes medication could cause constipation. The mother did not know that this occurred when the patient was little. They just assumed that they were having bowel movements when they were going to school. They did not realize the patient was not having bowel movements. They thought that the patient¿s muscles were either too tight or too loose to be able to push stool out. They were still taking oral muscle relaxers. At the time of the report, the mother noted they were pretty good at keeping the patient regular. The mother did not think that it was only the pump that made the patient constipated. It may have been a combination of everything, as he was affected in that area by cerebral palsy. It was hard to regulate the pump because if the patient received too much baclofen they were too loose and could not use their tightness for strength. The patient¿s mother was walking them at the time, and she was holding the patient under his armpits. He was standing and taking steps, but he did not have any balance. The patient had a little trouble keeping his head up when using his stander. Their mother had to take them back for dosing adjustments because they might have been acting a bit sleepy. The patient was not overly sleepy. The mother said that it might have been part of the side effects. This was constant, and the mother was told that maybe the patient should have the dose reduced. If the patient was way too loose or sleepy, their healthcare provider (hcp) would take baclofen out of the pump. They did this with a syringe. The mother had to get an appointment if the patient was too tight. They said the patient was too tight because when they grew their muscles changed. The mother noted it was a constant battle to keep the patient comfortable because when they had growth spurts their muscles got tighter. This was better now that the patient was not growing anymore. When asked if the healthcare provider took baclofen out using a syringe between refills, the mother stated that they thought this was done once in a great while; either that, or this was done at the refill. They noted this information would have to be obtained from the hcp as they did not remember it clearly. They stated that the dosage was adjusted at the patient¿s refills. The mother also noted that the patient had cerebral palsy and was in a wheelchair. The pump contained baclofen. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# j11406r29, implanted: (B)(6) 2002, product type: catheter. (B)(4).